Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair surgery in (B)(6) 2013 and mesh was implanted. It was reported that the patient was admitted to the hospital of (B)(6) in (B)(6) 2015 for repair of a recurrent ventral hernia, where it was revealed that she had developed a seroma, and that the mesh had adhered to her bowels. The patient died on an undisclosed date. No additional information was provided.